Event description:
It was reported that during an tonsillectomy, the tip on the wand was gone, it fell off and went into suction. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The procise xp coblator iiwand, used in treatment, was returned for evaluation. From the information provided, ¿during an tonsillectomy, the tip on the wand was gone, it fell off and went into suction." A relationship between the device and reported incident was established.visual inspection shows electrode erosion and contamination/tissue on the device tip. The device was plugged into the controller and registered settings that indicate that the device did not trigger its use-limiting feature. The wand was activated in saline solution at the default and max settings on the controller and performed as intended. Functional evaluation revealed that the saline line performed as intended. Suction performed as intended. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal erosion of the electrodes and is dependent on factors that can accelerate the erosion of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings, or using the wand for an extended period of time.